Event description:
Additional information was received from the physician. Per the physician, the cause of the syncope, stomach problems, and swelling/edema was not related to vns. Per the physician, no edema was seen even though it was reported by the patient. The physician's assessment for the cause of the increased seizures was other, compliance but did not specify if the seizures were above/below/at pre-vns baseline levels. The physician also clarified that the referral for the battery replacement was for a prophylactic replacement only. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿dyspepsia¿ is not available. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿edema¿ is not available. Health effect - clinical code :e2402.

Event description:
It was reported by the patient that she has experienced episodes of fainting, swelling, stomach problems, and increased seizures. The patient believes these events are related to the vns. The patient has been referred for a battery replacement. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
B3 date of event, corrected data: initial report inadvertently utilized wrong event date.